Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call to have received a no delivery alarm during priming. Customer's blood glucose was 400 mg/dl. Caller was able to resolve no delivery and was not able to troubleshoot due to no longer having supplies and not being sure what resolved issue. Caller was advised that supplies would be resolved.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.